Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(6), model: sc-8336-50, serial: (B)(6), batch: 7072181.

Event description:
It was reported that the patient experienced a burning feeling after five minutes of charging which the patient could not handle. It was mentioned that the patient was vetted because of allergies however the physician believed that this was not device related but due to the sensitivity on the outside of the patients skin. All device components were explanted and will not be returned. The patient was doing well postoperatively.